Event description:
The user reported that while preparing the hemostasis valve included in the kit for use, it was noticed that the thumbwheel was broken and leaking. The user stated that this has occurred with different techs and physicians at the hospital. No additional clinical information was provided. The user did not provide a lot number. No harm or injury was reported.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed. Conclusions - device not returned.